Event description:
Customer reports passing out with blood glucose result of 147 mg/dl obtained on the advantage system. Customer's spouse treated him with glucose tablets, which he was able to consume on his own. Customer's low blood glucose symptoms improved 20 minutes following treatment. Requested return of suspect device and replacement was sent.